Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 9 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the surgeon could not lock the symphony r2r crosslink. The final locking driving kept stripping screws and two cross links were tried but both stripped out. There was a surgical delay of twenty (20) minutes. Fragments were generated and easily removed. There were no patient consequences. The procedure was successfully completed by switching the final locking driver shaft. Concomitant device reported: rod (part number unknown, lot unknown, quantity unknown), torque (part number unknown, lot unknown, quantity unknown), screws (part number unknown, lot unknown, quantity 3), screwdriver (part number unknown, lot unknown, quantity 1), crossconn r2r 35 to 40mm (part number 102024004, lot rl278966, quantity 1), crossconn r2r 35 to 40mm( part number 102024004, lot rl277411, quantity 1). This report involves one (1) unknown screw. This is report 4 of 5 for (B)(4).